Event description:
It was reported, the patient was ¿breathing funny¿ and was ¿dizzy-ish¿ concurrent with previously reported symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in march the hcp accidently doubled the dose. Dosage before was 4 mg per day 0.167mg/hr. The patient was being filled every 80 days before march and after was being filled every 40. It was reported to the hcp in april that the patient experienced symptoms. The patient had a change in therapy effect with symptoms noted as flu like, achy, twitchy, constipation, drowsiness, lethargy, nausea, motor weakness and feeling muddled following a refill session. The integrity of the pump was checked and it was working fine. The patient status was fair. The patient went to the clinic for a refill and notified the staff. They indicated they would put it back where it was. The patient felt more in control now but was still twitchy, had hiccups and their stomach was still upset. The pump ran dry in mid-august due to an incorrect date. The patient did not hear an alarm as he was ill and had symptoms. The hcp recommended a pump replacement. The patient considered seeking another physician to manage their care. The pump was delivering hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
Physician programmer, model # 8840, catheter model# 8703w, lot# l45410, implanted: 1997 (B)(6), explanted: unk. (B)(4).